Manufacturer narrative:
The console was inspected for external damages. None were seen. Also the warranty seal was intact. The console was powered on and an e41 error appeared on the display screen. Also a burnt smell was noticed coming from the console. A short was heard and sparks were seen shoot out of the vents on the right side of the console. With the power cord disconnected, the chassis cover was removed and burnt marks were noticed on the wider edge connector. In addition moisture residue was noticed on the right side of the chassis where the edge connectors are located. Know good working edge connectors and a power board were installed and the console was able to power on. The probable root cause is user misuse. Part number (B)(4) with serial number (B)(4) was reported for this issue. Upon receipt of product, it was noted that the packaging for the device was labeled (B)(4) with serial number (B)(4). The received device is consistent with the crossfire console kit initially reported and the failure mode described in the issue is consistent with the returned device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. A new awareness date was assigned. Field g4 was updated to reflect this new awareness date.

Event description:
It was reported that the crossfire console had a total failure. It was alledged that there were sparks and burn marks on the connector. The new awareness date is (B)(6) 2015.